Event description:
Event was reported to caldera by an attorney. Legal complaint states that pt suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of their internal bodily tissue, dyspareunia, additional surgery and other injuries. No additional information was provided.